Manufacturer narrative:
The system was serviced in the field. The system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 1.3.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that that the surgeon was allegedly unable to accurately navigate within the sinuses. The surgeon said that three different suctions were successfully verified and showed no sign of error in the tracking details. Technical services (ts) walked the site though troubleshooting. Ts had the site make sure there was no metal interference and the site added additional trace points. After that step, the physician said the the patient tracker appeared only partially visible on the 3d model. The site re-registered the patient using 3 trace points. They checked the registration by navigating to known anatomical landmarks. After re-registration, the surgeon was able to accurately navigate in the sinuses. The likely cause of this issue was due to improper registration. There was no impact on the patient's outcome. Additional information was received. It was reported that there was a surgical delay of additional information was received. It was reported that there was a surgical delay of less than one hour. The medtronic representative (rep) stated that the 3d model for this patient needed some editing. There was graininess around the eyes and the nose and the ears were not a distinct feature. When the rep plugged in her tracker, it was showing embedded as described in the case details. She was able to threshold to obtain a better smooth skin model, which shes thinks would have helped during this case. She showed the staff how to edit the model and looked over their upcoming scans to confirm they look ideal. The amount of inaccuracy was between 1 and 4mm.

Manufacturer narrative:
H3, h6) a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the  software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software version is updated in 2.0.1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.